Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle came off the thread when inserted into the tissue, leaving the needle inside the tissue, however, it was easy to remove the needle and continue the procedure with another suture of the same brand and model. There were no patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was received: what is the patient's current status? Recovered/resolved with no sequelae. Is the product available for collection? Yes. Have you reported this event with any sales representative of jnj, authorized distributor of jnj dm, to the ministry of health international? Yes, no report or follow-up number was provided. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Manufacturer narrative:
(B)(4).date sent to the FDA: 6/23/2022.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: an empty folder, a detached needle and a suture piece product code jp493g were returned to ethicon for analysis. Upon visual analysis of the returned sample revealed that a clip off defect was observed in the sample. The barrel hole was examined under magnification and revealed a remnant suture. In addition, the extreme suture was noted to be severely cut. As per returned conditions of the sample no functional test was performed. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. Based on the information currently available, the clip off was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.